Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusions: no conclusion can be drawn.

Event description:
Received call from pt (B)(6) 2013, pt stated that her od was swollen and puffy. The patient stated that she "thinks it's another eye infection caused from the acuvue advance plus contact lenses(cls)." The patient stated she had a previous eye infection in the od in (B)(6) 2012 and was treated with tobradex eye drops. The patient said the "infection" resolved and her ecp cleared her to resume cls wear. She had been wearing cls successfully until (B)(6) 2013. The patient felt the "eye infections" were due to the cls and requested a new box. The patient states that she doesn't have the suspect lenses from the (B)(6) event, they were discarded. The patient used renu solution and removes the cls nightly and replaces every 2-3 weeks. The package insert for acuvue advance plus cls recommends replacements every 2 weeks. Contacted the pt's eye care professional (ecp) and the medical records were received from the ecp (B)(6) 2013. The event from (B)(6) 2013 is documented in MDR 1033553-2013-00015. The records for the event of (B)(6) 2012 indicate the following: exam date: (B)(6) 2012: cc (chief complaint): od irritation; sx moderate, sx lasted 2 days. Pt reports removing cls and tried cold compresses, mild help. Patient reports no hx ew (extended wear), with no other associated symptoms. Ocular hx: negative; medical hx: migraines; seasonal allergies; medications- none; va cc od: 20/25-1. Bulbar conj: od 2+ injection 360; os - white and quiet; palpebral conj: normal ou: normal; stroma - od: edema paracentral, temporal, sei (subepithelial infiltrate) 1 and 8 o'clcok, perilimbal 0.2mm; os: normal; a/c: od: difficult to assess due to photophobia; assessment: [od] corneal edema; [od] keratitis (unspecified) treatment plan: patient was instructed to discontinue contact lens wear until further notice. Patient was educated on the importance of compliance with the medication prescribed. Patient was educated on the importance of follow-up care to continue to properly evaluate and manage their current condition. Rx: tobradex st - 1 drop in right eye every 2 hours while awake. On (B)(6) 2012: rtc (return to clinic): cc: keratitis od. Patient reports compliance with rx. Pt reports minimal to no photophobia. Slit lamp exam (sle): bulbar conj: od: 1+ injection 360. Cornea epithelium: od: no spk or ulceration, normal. Stroma: od: edema diffuse, central, sei 1 and 8 o'clock perilmbal 0.1mm. A/c od: grade < 1 (5 cells in a 1mm x 1mm field). Assessment: [od] corneal edema (secondary). [Od] keratitis (unspecified). Treatment plan: same as (B)(6) 2012, patient sx have improved greatly. Clinical response good to tobradex st, continue qid x 5 days and follow-up. On (B)(6) 2012: rtc: cc: keratitis located od. Pt reports sx is mild in severity. Pt complaint with meds. Pt reports minimal to no photophobia. Va with correction: od 20/30. Bulbar conj: od: white and quiet. Cornea epithelium od: no spk or ulceration, normal. A/c: od: deep and quiet. Assessment: [od] corneal edema (secondary). [Od] keratitis (unspecified): treatment: discontinue tobradex st. Normal anterior segment. Ok to resume cl wear. Cl wearer: patient was instructed to discontinue cl wear if eyes become red, irritated, painful or blurry and to call our office immediately to seek medical evaluation and treatment. No further information is expected. MDR reportable event trends are reviewed quarterly in franchise management review meetings.